Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the blade became broken off and fell into the patient. An x-ray was not needed to locate the broken blade. It is unknown how the broken blade was removed. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.